Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported overheating of the transmitter coil and "static" sounds with device use. The device was exchanged and the static sounds were found to be absent. The coil has been requested to be removed from service and sent to the manufacturer for analysis.